Event description:
The customer reported the generation of false low sodium (na) results for two (2) patients on their the dxc 600 pro clinical chemistry analyzer. The customer stated that the instrument generated na sample reference value is -4400 at the time of the event. The customer repeated the sample on the same analyzer and obtained results considered correct. The false low na result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer and evaluated the dxc 600 pro chemistry analyzer. Cts suggested that the customer replace the na electrode and repeat calibration and quality control the failure mode is identified as a defective na electrode. The customer replaced the na electrode and stated the issue was resolved. No further issues reported. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).